Manufacturer narrative:
We evaluated the returned instrument and found one side of the jaws was broken off . Stress overload is most likely the cause of breakage. The instrument is approximately 17 years old ( manufactured in april 2000).

Event description:
Allegedly, during a thoracoscopy procedure, one of the jaws of the instrument broke off inside the patient. The broken jaw was retrieved and the hospital reported there was no injury to the patient.